Event description:
A surgeon published a report which demonstrated, using vector analysis, that in some refractive patients with low pre-operative astigmatism, the post-operative astigmatism had increased as measured at the four month post-op exam. The report detailed a retrospective study of 448 eyes of 448 consecutive patients who had lasik between 2006 and 2010. The treatments were conducted by 21 experienced refractive surgeons at 9 different refractive centers. The patient were divided into three groups based upon the magnitude of their pre-operative astigmatism 0.25 d, 0.50 d, and 0.75 d. For each patient, the eye which was included in the study (right or left) was selected at random. Forty two patients were treated with the 400 hz excimer laser, and 263 patients were treated with the 200 hz excimer laser. There was no statistically significant difference in efficacy and safety between the two platforms. The patient with pre-op astigmatism of 0.75 d, (n=143) showed decreased astigmatism at four months post lasik. The patients with pre-op astigmatism of 0.25 d and 0.50 d (n=305) showed astigmatism that increased to 1.0 d or more, at four months post lasik in 78 eyes. This report concerns those 78 eyes. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).